Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018. The customer blood glucose level at the time of incident was 305 mg/dl and current blood glucose was 541 mg/dl. The customer also report the blood glucose was 145 mg/dl and 431 mg/dl. The customer experienced symptoms like flu, nauseous, very dry and not really well. The customer was treated with bolus. Customer report customer does not allege pump was under delivering. Customer declined to check for the presence of leaks or air bubbles in the tubing/reservoir. Insulin pump will not be returned for analysis.